Event description:
While rn was preparing to insert a PICC line, they inspected same and noticed that an adaptor was broken. This line was not used, the distributor was called and the PICC line will be returned a.s.a.p. This was a home health pt.